Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's ((B)(6)) lead had migrated. Surgical intervention is slated to take place at a later date.

Event description:
Additional information received indicated surgical intervention was undertaken and the lead was removed and replaced.